Event description:
Healthcare professional reported left side rupture, "hypoechoic lesion left breast on ultrasound", "estimated volume of 330 ml, minimal fluid adjacent to both implants, however no significant effusion/seroma formation is identified", " abnormal appearance with some layered folds as well as multiple droplets of fluid signal throughout the implant lumens consistent with intracapsular rupture", "few small subcentimetric cysts", "some heterogenous parenchymal enhancement, however no specific mr evidence of neoplastic changes could be identified". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported left side rupture, "hypoechoic lesion left breast on ultrasound", "estimated volume of 330 ml, minimal fluid adjacent to both implants, however no significant effusion/seroma formation is identified", " abnormal appearance with some layered folds as well as multiple droplets of fluid signal throughout the implant lumens consistent with intracapsular rupture", "few small subcentimetric cysts", "some heterogenous parenchymal enhancement, however no specific mr evidence of neoplastic changes could be identified". The device remains implanted.